Event description:
The end caps broke during insertion of the implant into the intervertebral space.

Manufacturer narrative:
Device was not returned for evaluation. The damage to the wings of the vboss endcaps probably occurred during the impaction step of the procedure. The end caps and mainly the flexible pegs were not designed to withstand high shear stresses that can be generated by lateral impaction in order to insert the cage construct between two vertebral bodies. It is not known in this case how much force was being used when the implant was damaged. The vboss surgical technique recommends the surgeon to slightly over distract the vertebrae before implant insertion. This will limit the need of a final impaction.